Event description:
It was reported that the patient had a primary hip done on (B)(6) 2012. I was notified by surgeon that he planned on revising the liner/cup and that the patient had dislocated twice since the surgery. Femoral head was removed with bone tamp and liner with osteotome. Cup removed with 60s innomed cup cutter. An mdm liner was inserted as was a new cup of the same size/cut #/ mdm information is listed on separate sheet, patient was closed.

Manufacturer narrative:
Device history review and complaint history review was not performed as the lot code was not provided. The root cause could not be determined as no devices and / or insufficient information was received by stryker orthopaedics.

Event description:
It was reported that the patient had a primary hip done on (B)(6) 2012. I was notified by surgeon that he planned on revising the liner/cup and that the patient had dislocated twice since the surgery. Femoral head was removed with bone tamp and liner with osteotome. Cup removed with 60s innomed cup cutter. An mdm liner was inserted as was a new cup of the same size/cut #/ mdm information is listed on separate sheet, patient was closed.

Manufacturer narrative:
Additional information (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.